Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The fissures are a known defect. Their root cause is related to a combination of the mounted blue caps and the material type of the rotaflow connectors. Due to inner forces, the connectors can exhibit damage if the cap is mounted too tightly or if the diameter of the inner cone of the blue cap fails within the upper tolerance of the specification. There is a plan to replace the mounted hard blue caps with soft caps, but a time frame has not been defined. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during setting up the circuit, the customer found a crack on the blood outlet connector. The device was replaced and the surgery was finished. No patient involved. (B)(4).